Event description:
Consumer called stating that the mounting bracket for the joystick only came with one screw, which comes out a lot. The ability to drive while reclined is allegedly locked out. No injury alleged.

Manufacturer narrative:
(B)(4) - no RMA has been initiated for this issue. Model tdxsp-cg, serial number/date code (B)(4) is approximately 3 months old. The owner's manual part number 1143190 rev k (mar-11) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The consumer called stating that there was only one mounting screw for the joystick bracket and this screw comes out a lot. He also alleges that the ability to drive while reclined is locked out and the power leg rests are bent. The dealer allegedly had to move the actuator to get the leg rests out of the upright position. This action by the dealer broke the wires and disabled the power. The leg rests are 85% retracted, which prevents the consumer from going onto public transportation.